Event description:
The interventional pulmonary units as well as division of thoracic surgery have received transfers and referrals of pts from throughout the united states who experienced problems with their airway prosthesis. The most common complications are breakage (often in multiple locations), severe granulation formation and even respiratory failure. Frequently pts are left with worse problems after stenting than they had experienced prior to the intervention. Removal of these stents can be hazardous and is associated with severe complications, such as respiratory failure, massive bleeding, airway tears, tension pneumothoraces and so on. Co is looking at more than 150 affected pts treated at co's institutions alone and a number of them have already been published. This number would obviously be significantly higher, if other institutions would be included. Even though these stents can be quite beneficial for the use in pts with limited life expectancy, co has seen terrible complications in benign airway disorders and contrary to expectation occasionally in pts with cancer. Co is concerned about pt's welfare. It seems especially troublesome that some stent makers are now applying for applications for benign diseases for their metal stents. As this material is always prone to breakage due to metal fatigue, safe removal can never be guaranteed in pts who may live for years to come. Co thinks the FDA should investigate the use of metal stents in airway disorders and even consider a moratorium for benign applications. At the very least co should require only for well-trained endoscopists who are able to place different stent types (including silicone) to use these devices, so the best possible decision for pts are made.